Event description:
It was reported by the hcp that the enterra neurostimulator system was removed due to an infection. Cultures were taken but the results are unknown at this time. No further information has been made available from the hcp at this time.

Manufacturer narrative:
H.3. The device was received on 5/9/06 and evaluation is pending. When the evaluation is complete, a follow-up medwatch report will be sent. No further info has been received from the hcp at this time.